Event description:
It was reported that the patient had a generator change due to normal battery depletion. The patient has been lost to follow up. During the generator change, no telemetry was able to be established with the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).